Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. Reportedly, the battery fully depleted and the pump shut off due to insufficient battery multiple times. The customer's blood glucose level was in the 500's (mg/dl) with small to moderate ketones. A manual injection was administered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.